Manufacturer narrative:
Approximately two months later, we received another latitude remote monitoring alert that this crt-d and rv lead were again exhibiting a less than 20 ohms shock lead impedance measurement. Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information from latitude remote monitoring that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a low shock lead impedance. The shock lead impedances had historically been in range and were back to normal range (40-50 ohms) since the occurrence of the out of range measurement. Additional information from the local area sales representative indicated the clinic was aware and planned to monitor the patient via (B)(4). There are no plans for additional intervention at this time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the physician brought the patient into the electrophysiology lab and tested the device system. The patient was given conscious sedation and a shock on t was performed to induce ventricular fibrillation (vf). The device appropriately detected the vf and converted the rhythm to normal sinus rhythm with the delivery of one 15 joule shock. All lead impedances and threshold measurements were assessed and found to be satisfactory. A remote monitoring interrogation three days later indicated normal lead function. The issue appeared to be resolved.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.